Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure. Customer's blood glucose level was 250 mg/dl,300 mg/dl at the time of incident. Customer was treated with insulin for high blood glucose level. Customer has not been using insulin pump system within 48 hours of reported high blood glucose event. Customer feels of to troubleshoot fort high blood glucose event. The insulin pump will not be returned for analysis.